Manufacturer narrative:
After further investigation, it was identified that the battery was expired. No other malfunction identified. Hence the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Event description:
It was reported during pm that cs100 intra-aortic balloon pump (iabp) had battery issue. There were no patient involved.

Manufacturer narrative:
Updated fields: b4, b6, b7, d10, g1, g3, g6, h2, h6, h11 corrected fields: b5, d5, e1, e2, e3, e4, g2

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had battery issue. There were no patient harm or injury was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
As per the information provided by getinge (field service engineer) fse, this record is reportable. Kindly disregard the previous report number 2249723-2026-0000240. Which was sent in error.

Manufacturer narrative:
Updated fields: b4, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. The fse found battery degradation after more than 2 years of use. The fse replaced the expired batteries and performed functional test. The device is functioning normally with both power and battery.

Event description:
N/a.